Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, it could not be specified what the root cause of the remaining foreign material was. It was confirmed that the foreign material was a damaged part of white plastic tube about 4mm in diameter, it was not a part of scope nor part of olympus product. It was reported that reprocessing was conducted before the actual device was sent to olympus. However, it was unknown whether liquid was flushed into air/water nozzle/channel, hence, it was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). The suggested events can be prevented by handling the device in accordance with the following instructions for use (IFU): the following sections have descriptions about reprocessing: chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 reprocessing workflow for endoscopes and accessories. Chapter 9 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was reported the ultrasound gastrovideoscope exhibited a foreign white material (a small piece of plastic) coming out of the auxiliary water channel. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.